Event description:
It was reported that prior to an unk procedure that the generator could not pass the self test. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was rec'd at the int'l svc center. The analysis site confirmed the customer complaint and replaced the main pcb to correct the issue. After servicing, the unit passed qa functional testing. The database was reviewed and no prior servicing history was found; therefore, no svc history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.